Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation. A review of imagery of patient's anatomy showed the following: calcification and tortuosity were noted in patient's left access vessel; iliofemoral system diameters appear large enough to accommodate a 14 fr sheath. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. During manufacturing, all sapien 3 ultra valves are 100% visually inspected by both manufacturing and quality for any defects. Prior to final packaging, 100% visual inspection is performed at preliminary packaging. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to frame damaged during use. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The following instructions for use (IFU) were reviewed: IFU commander delivery system with s3/s3u thv, device preparation manual, us, and procedural training manual. A review of IFU/training materials revealed no deficiencies. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was unable to be confirmed due to no device/relevant imagery provided for evaluation. A review of the DHR, lot history, and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. Per report, ''while trying to advance 26mm valve through the esheath, valve was met with significant resistance and unable to pass through sheath despite repeated attempts. Decision was made to pull the entire system out as a whole and upsize to a 16f sheath. Second valve prepped and passed through 16f e sheath without incident and was successfully deployed.'' Review of provided imagery revealed patient had a tortuous and calcified access vessel. Per training manual, push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity, and degree of calcification. In this case presence of tortuosity and calcification could have created the challenging pathway during the delivery system (with crimped valve) insertion through sheath, and lead to resistance and high push force. It is possible that the valve struts caught on the sheath liner while navigating through the sheath. In such condition, attempts to further advance the device through the sheath can cause damage to the valve and subsequently tearing the sheath as reported. These patient and procedural factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, leading to frame damaged. As such, available information suggests that patient factors (tortuosity/calcification) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A product risk assessment (pra) escalation has been previously initiated to assess the risks associated with valve frame damage during use. A corrective/preventative action (CAPA) has been initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath).

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, there was resistance while advancing the valve and delivery system through the sheath despite multiple attempts. Decision was made to pull the entire system out as a unit and upsize to a 16fr sheath. Second valve was prepped and passed through the 16fr esheath without incident and was successfully deployed. After removal of the system, a split in the middle of the sheath and a slight bent frame was noted. The patient is stable post procedure.